Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'displayed close door alarm ' was not reproduced. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the link screws were tightened. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was determined to be broken lower latch switch. The lower aux will be replaced to correct the reported problem.this issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a close door alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.